Manufacturer narrative:
Manufacturer investigation conclusion: the report of a brief pump off alarm before the system monitor was removed from the power module could not be confirmed as no log files were provided for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09sep2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including the pump stop alarm), as well as how to respond to the alarm condition. The heartmate 3 lvas patient handbook, rev. C is also available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was initially reported against the system monitor in MFR report #2916596-2021-06313. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was undergoing a ramp echocardiogram for pump speed optimization. When the settings tab of the system monitor was tapped, the patient's pump speed automatically adjusted from 5000 rotations per minute (rpm) to 5800 rpm, without manual fixed speed adjust and confirmation. There was believed to be a brief pump off alarm before the system monitor was removed from the power module. The system monitor had frayed wires. A replacement monitor was connected to the patient and the change in speed to 5800 rpm was confirmed. The speed was able to be adjusted on the new system monitor. The patient was doing well. Related manufacturer reference number for the system monitor: 2916596-2021-06313.